Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the mid to distal right coronary artery. The physician advanced the 4.0x20mm promus element plus stent delivery system (sds) and was not able to cross the lesion. The sds was successfully removed and the physician predilated the target lesion with a 4.0x16mm quantum apex balloon catheter. Before reintroducing the sds back into the patient, the stent was inspected and "it appeared to have burrs". The procedure was completed with another of the same device. No patient complications were reported and patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid to distal right coronary artery. The physician advanced the 4.0x20mm promus element plus stent delivery system (sds) and was not able to cross the lesion. The sds was successfully removed and the physician predilated the target lesion with a 4.0x16mm quantum apex balloon catheter. Before reintroducing the sds back into the patient, the stent was inspected and "it appeared to have burrs". The procedure was completed with another of the same device. No patient complications were reported and patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.:a visual and microscopic examination identified proximal stent damage. Row two of the proximal stent struts are both damaged and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).